Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump was stuck on the fill tubing screen and would not allow to proceed. The customer reported receiving a cartridge alarm 16 and an alarm 0 that stopped the fill tubing process. It was noted that the customer loaded a new cartridge successfully. There was no impact to the customer's blood glucose level.